Manufacturer narrative:
Product code: poe. Brand name: tecnis symfony plus. Model number: zhr00. Serial number: (B)(4). Catalog#: zhr00i0160. Expiration date: 3/29/2023. UDI number: (B)(4). Device manufacture date: 3/29/2018. The initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zhr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 9614546-2019-00429. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Brand name: unknown/ not provided. Model number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. If explanted, give date: not applicable; lens remains implanted. PMA/510(k) #: unknown, as the serial number was not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). The device is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a clinical study patient, at the 1 month visit being moderately bothered by halos and starbursts. She also reported glare is slightly bothersome. All of these cause her difficulty at night. Follow-up confirmed that first eye surgery date: (B)(6) 2018, left eye (os). Second eye surgery date: (B)(6) 2018, right eye (od). Best corrected distance visual acuity (bcdva) at this 1-month visit was 20/20 for od and 20/20 for os. Preop bcdva was 20/25 for od and 20/40 for os. The subject reported no pain and no medication was prescribed. No further action is being taken at this time. No further information available. The subject had their 6-month final study visit on (B)(6) 2019. At this visit, the subject completed the patient-reported visual symptom questionnaire (prvsq) and noted being very bothered by halos, starbursts and glare, all of which caused her difficulty driving at night. This subject was provided with night-time glasses and will be followed outside the study. No other treatment is planned at the moment. Monocular bcdva¿s at the 6-month study visit were 20/16 for both od and os. The ocular exam documented moderate pco (posterior capsule opacification) and posterior capsule striae/wrinkles in both eyes. This MDR report pertains to the right eye (od). A separate report will be submitted for the left eye (os).